Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure, the clips are delivered by two, they are not functional, they don't allow hemostasis. No possibility of stapling of cystic duct and artery. Use of another like device. No patient consequences.

Manufacturer narrative:
(B)(4). Batch # p92k81. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, 2 clips were noted to be jammed inside the shaft. The clips were removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 3 conforming clips. In addition the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.